Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified, but no specific reason could be found. It was noticed that allowing the unit to remain un-powered for a short period increased the chances of fully initializing. Once the system fully initialized it operated as intended. This could be due to the age of the system, but no clear conclusion can be drawn.

Event description:
It was reported that the system 2000 would not fully initialize and was not operational. There was no adverse patient involvement reported. There was no patient information reported.